Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. No deviations were observed and the unit worked within specifications. The unit undergone then a final technical safety check, during which the malfunction re-occurred and an error code associated to a defective eprom was displayed on the control panel. It cannot be ruled out that an intermittent electrical failure of the eprom located on the zka clamp board may have led to the reported event.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(6) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. A replacement clamp was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 500mm was giving an error message associated to arterial clamp defect at the power up of the device. There was no patient involvement.